Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per operational and diagnostic, broken lcd of display pcb was observed, therefore this complaint can be confirmed. The defective parts were replaced to resolve the issue. After repair, the device was found to be working according to the specifications. Multiple attempts were done to obtain more information regarding the event but no response was received. When there is broken lcd of display pcb, the device would not work as expected, therefore is the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the fms vue pump had a functional failure. There was no patient consequence and no surgical delay was reported. No additional information was provided.